Event description:
Brush head fell apart in mouth...screw fell out - oral-b [device breakage] case narrative: female consumer via e-mail stated that the oral-b toothbrush head fell apart in her mouth and the screw fell out. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.